Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with vancomycin (2 gram loading dose, repeated with 1 gram on seventh day, route not reported) and fortum (1 gram once a day for 14 days, route not reported) for peritonitis. At the time of this report, it was unknown if the patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.